Event description:
It was reported that balloon rupture occurred. The target lesion was located in the plantar artery of the left foot. A 1.5mm x 40mm x 90cm coyote balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine.